Manufacturer narrative:
Internal complaint reference: (B)(4) .

Event description:
It was reported that during set up for an acl reconstruction surgery, once the package of the endobutton device was opened, it was found the aseptic pouch was damaged. A back up device was available to complete the procedure. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The poly bag has been opened and is damaged where the seal parted. The device is undamaged, the endobutton, dtex sling and suture strings are in factory configuration. There is some non-biologial debris (fibers) on the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the pouch blueprints found that the pouches must be free of nicked or frayed edges, clean and free of foreign particles. A material certification must be supplied with each lot. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include improper transport/storage conditions. No containment or corrective actions are recommended at this time.